Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing an advanced evaluation trial. It was reported that the patient had constipation and had called their doctor. Additional information was received eight days later. The patient thought they had a uti so they drank water to help; they had voided often, not because of urgency, but to simply get the urine out of their bladder. It was noted the patient experienced burning when urinating, and they had spoken with their doctor. Additional information was received on 2017-aug-30. The patient knew they had a uti and the external neurostimulator (ens) batteries were low. No further complications were reported/anticipated.